Event description:
The customer stated that a falsely elevated ca19-9xr result of 82.5 u/ml was generated for a patient sample (ID 00343) tested on the architect i2000 analyzer, serial number (B)(4). The sample retested lower at 3.76 u/ml on a different architect i2000 analyzer, serial number (B)(4). No adverse impact to patient management was reported.

Manufacturer narrative:
Troubleshooting indicated that the cable off the rv load diverter solenoid (part number (B)(4)) protruded into the specimen's pipetting position, and touched the probe. The rv load diverter solenoid cable was re-routed, the control was re-run after a high value specimen, and a normal result was generated. A review of the instrument service history was performed. No additional complaints or service requests were found related to erratic, false elevated results, or related to the load diverter solenoid. A search for similar complaints returned no additional medical complaints related to the load diverter solenoid for the past twelve months. The potential for this issue exists for all i2000 instruments and for i2000sr instruments built before april 20, 2010 when the redesigned unloader diverter assembly was cut into the factory. The redesigned unloader diverter assembly eliminates the possibility of carryover due to misrouted wiring. As instruments are retired or unloader diverters are replaced in the field, the probability of this issue recurring will continue to decrease. Information and resolution regarding the rv load diverter assembly causing possible carryover has been added for the architect i2000 and i2000sr instruments in the service and support manual and instrument service advisory (isa) for troubleshooting and maintenance procedures.

Manufacturer narrative:
The falsely elevated results were determined to be caused by carry over from a previously tested sample with an elevated ca 19-9 value. The load diverter solenoid cable on the architect i2000 protruded into the elevated sample and then touched the sample probe. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).